Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalized high blood glucose readings from the insulin pump. The customer's blood glucose reading was unknown. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with IV drip and insulin drip. The mother stated that the act button is stuck.